Event description:
Major breast pack contained 15 laps. 5 laps had missing qr codes and missing qr code on white bundle strap. Laps removed from or suit and supervisor made aware. These were retrieved from a cardinal procedure pack (breast pack) and the nurse indicated that the tape that holds the sponges together did not have the ¿scanning barcode¿ which is needed to record the ¿counts¿ during the procedures, so they were not able to use the sponges. They did not have the specifics as far as the lot no. Mfg rep [redacted name] notified by clinical site. Manufacturer response for lap pads for or/surgical use, breast pack (per site reporter). Clinical site notified mfg rep directly.